Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease in the battery's longevity of approximately 3.5 years was observed between follow-up visits. A copy of device memory was saved and submitted to technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The diagnostic data showed that the power consumption of this device has been increasing during the past year, and is expected to continue increasing. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease in the battery's longevity of approximately 3.5 years was observed between follow-up visits. A copy of device memory was saved and submitted to technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The diagnostic data showed that the power consumption of this device has been increasing during the past year, and is expected to continue increasing. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: a good faith effort was submitted to obtain additional information regarding this event. The field representative indicated that this patient has been issued a home monitoring system (latitude), and will not have any further in clinic follow-up appointments, or a replacement. The patient's power of attorney has made this decision.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.